Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following cataract extraction with intraocular lens (iol) implant procedure, the patient reports glistening which causes blurry vision. Additional information was provided that the patient complained to the doctor who performed an examination. The doctor verified glistenings on the lens. There are two medical device reports associated with this patient. This report is associated with the second eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).